Event description:
The patient called animas on april 16 saying the up arrow button stays depressed for approximately thirty seconds. The patient does not clean the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas. The up and down arrow buttons intermittently activate desired pump functions and require excessive force to activate. All other keys are normal and have normal spring back and click. There was visible contamination under the keypad button contacts. The daily insulin delivery totals correctly reflect the user's programmed basal rates. No alarm or pump conditions indicating a malfunction were recorded in the black box or alarm history. The pump was tested on a flow test and was found to be delivering within specifications.